Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set was leaking. The reporter stated that upon flushing, a leak was found ¿on t-piece tubing below the cap.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of report # 1416980-2017-09262 and 1416980-2017-09257. Any additional relevant information will be reported through these mdrs.